Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) was returned for evaluation on (B)(4) 2014. The receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. A review of the receiver data log showed a sensor out of calibration error, in addition to a sensor alarm failure. Therefore, the reported event of continuous glucose monitoring inaccuracies was confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.